Event description:
It was reported that stent damage occurred. A 2.25 x 32mm synergy xd drug-eluting stent was selected for use; however, the stent strut was slightly lifted when it came out from the hoop. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.25 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from the proximal end lifted and bunched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.25 x 32mm synergy xd drug-eluting stent was selected for use; however, the stent strut was slightly lifted when it came out from the hoop. The procedure was completed with another of same device. There were no patient complications nor injuries reported.